Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The catheter was leaking at the hub junction, requiring the patient to have a device exchange. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.